Event description:
The customer contact reported that the device delivered more than intended. At an unspecified time, the device was programmed to deliver an unknown concentration of potassium for a duration of 4 hours. No other programming parameters were provided. It was reported that one hour after the infusion was started, the nurse arrived in the patient's room and noted that the entire potassium container was empty. The device was immediately removed from service. The physician was notified and the patient's cardiac rhythm was assessed for abnormal arrhythmias. There were no reported abnormal cardiac arrhythmias, adverse patient effects of delays in critical therapy. There were no medical interventions required.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.